Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade, the patient was snoring and myopotential oversensing was observed. The pace/sense portion of the lead was capped. Defib portion of the lead remains active. The myopotentials were still seen on the egm. Programming changes were made. The patient condition was stable before and after the events.